Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: j417h possible lot ma8288 mfg date: unknown, exp date: 12/2022; manufacture site: (B)(4). J416h possible lot lpm114 mfg date: unknown, exp date: 11/2022; manufacture site: (B)(4).

Event description:
It was reported that patient underwent left forefoot amputation on (B)(6) 2018, completion tma on (B)(6) 2018 and suture was used. It was reported the tissue was healthy, well perfused, and no obvious residual infection through exam (B)(6) 2018. On (B)(6) 2018 the patient presented with small open areas of suture abscess. An additional procedure was performed and sutures were removed. The wound is reported as improving, but not completely healed. No additional information available.

Manufacturer narrative:
(B)(4). The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: possible batch ma8288 code vcp869; mfg date: 1/18/2018, exp date: 12/31/2022. Possible batch lpm114 code j416h mfg date: 12/1/2017, exp date: 11/30/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.